Manufacturer narrative:
The complaint sample was received and an evaluation was completed. The returned product had damage to the p2 (patient/sensor) connector pin 1 and pin 6 consistent with pin misalignment during mating however, both products remained electrically functional. A review of the device history record (DHR) was performed for this lot. There were no issues identified with the material or manufacturing process that would have contributed to this reported issue.the root cause of the reported issue is product design. To help reduce the opportunity for pin misalignment during the mating process a product change is in process with a new design that allows more variation in the pin alignment at the connection point.

Manufacturer narrative:
Initial MDR submission. At this time, the customer has not provided the sample for evaluation. If additional information becomes available a follow up report will be submitted. (B)(4).

Event description:
The patient was in ICU and his invbp values dropped down unexpectedly. The patient has got noradrenalin and his invasive bp was monitored. When the values dropped down the patient got more noradrenalin but there wasn´t any response to that. Bp curve was clear all the time. Then the bp reset to zero and after that the values were high. Then noradrenalin infusion was decreased. And even if support medication was decreased the bp values were increased. Infusion set and cable was detached from one another and bp was reset to zero. After that the bp values were normal for a while but then rose again. Finally cable was changed to a new one and after that the values were stable. Patient was in sleep all the time and his status was stable. Because of that abnormal fluctuations in invbp values were strange. Increased bp would be dangerous for this patient. The invbp values were not reliable and it was impossible to know the real inv bp. Intervention: more noradrenalin given based on inv bp readings.